Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse checked voltage at the hospital main power with a multimeter and found that the contactor did not engage when there was power to it. To fix the problem, the hospital engineer changed the contactor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not switching on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.